Manufacturer narrative:
The investigation also identified: - suggested event is confirmation of incorrect reprocessing process during in-service for repair reduction. - confirmed no previous from the same user facility, with the same model and same event. - confirmed no previous complaints from other user facilities, with the same model and same event. - DHR review confirms the subject device was shipped in accordance with specifications. - labeling / IFU review: IFU states the possibility of infection by insufficient reprocessing - dhf review: performance of reprocessing of the scope is secured by conducting appropriate reprocessing. Cause - the suggested event is confirmation of incorrect reprocessing during in-service repair reduction, not a result of device defect.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) completed the repair reduction observation. The ess observed procedures and reprocessing for repair trends and ways to avoid and prevent common repairs. Ontrack forms and facility review summary was sent to customer via e-mail. The ess reviewed findings with the staff and provided corrections to the reprocessing steps. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During a repair reduction in-service on endoeye scopes at the user facility, the olympus endoscopy support specialist (ess) became aware of incorrect/insufficient reprocessing being performed. During reprocessing, the ess observed the fifteen minute soak was not being completed. Damaged scopes were not being reprocessed with the electric leak tester. Reprocessing with no sterilization gas venting caps on damaged scopes. The extended soak was not completed on scopes sitting longer than one hour between pre-cleaning and manual cleaning. No serious injury, death or patient infection was reported.